Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was noted to have atrial oversensing from electromagnetic interference seen on recorded episodes. The device remains in use. No patient complications have been reported as a result of this event.